Event description:
User receiving high results for creatinine for several weeks. Total number of pt sample affected was not given, but four examples were provided. Sample 1, initial result in 2008, 1.56 mg/dl, repeat in 2008, 1.01 mg/dl. Sample 2, initial result in 2008, 1.93 mg/dl, repeat in 2008, 1.04 mg/dl. Sample 3, initial result in 2008, 2.48 mg/dl, repeat in 2008, 1.16 mg/dl. Sample 4, initial result in 2008, 2.75 mg/dl, repeat in 2008, 0.89 mg/dl. Lower result was released, and no treatment was provided, as a result of the higher result. The field service rep determined there was a problem with the transfer head and valves and replaced them. Performance tests were performed which were within specification.